Event description:
It was reported that touch pens were unable to work on the programmer's screen. The pens were changed out but the situation persisted. The connection to the pens seemed to be intact. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The stylus would not work on the overlay. A printed circuit board found out of electrical specification.